Event description:
It was reported that a device was used during an unknown procedure. During insertion, shield would deploy prematurely before trocar penetrated the peritoneum. Opened new trocar to complete case. There was no consequence to patient.